Event description:
The patient was referred for vns explant due to painful stimulation in the throat and neck, and these issues have persisted since vns implant/initial titration. Most recent system diagnostics were within normal limits. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Per the physician, the pain is suspected to be due to the placement of the leads in the neck. The surgeon offered the option of revision or explant, and the neurologist and patient's family opted for explant to prevent the risk of more serious problems later on. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
D1. Corrected brand name, supplemental 01 report: inadvertently listed wrong brand name (suspect device should have been updated since information was received indicating the pain was related to the placement of the lead) d2. Corrected type of device, supplemental 01 report: inadvertently listed wrong type of device name d4. Model #, serial #, lot #, expiration date, and UDI #, supplemental 01 report: inadvertently listed wrong model #, serial #, lot #, expiration date, and UDI # h10. Corrected device manufacture date, supplemental 01 report: inadvertently listed wrong device manufacture date.

Event description:
It was later reported that patient had their vns explanted. Date of explant is unknown. Explanted products have not been received by manufacturer to date.

Event description:
It was later reported that patient had both their generator and leads explanted.